Event description:
Complainant alleged that while attempting a 30 joule self test, the device displayed a "defib fault 108" message. Complainant indicated that there was no pt involvement in the reported malfunction.